Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that pre-implant this device was interrogated. A display appeared that the temperate decreased and the voltage was too low, thus the device was not implanted. A new device was used. A review by boston scientific technical services (ts) noted that there were no resets or abnormal faults noted and the device voltage tracked the temperature and had recovered. Ts noted that the fault could be cleared and the device could be implanted. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that pre-implant this device was interrogated. A display appeared that the temperate decreased and the voltage was too low, thus the device was not implanted. A new device was used. A review by boston scientific technical services (ts) noted that there were no resets or abnormal faults noted and the device voltage tracked the temperature and had recovered. Ts noted that the fault could be cleared and the device could be implanted. No adverse patient effects were reported.